Event description:
Rn started chemotherapy and notices there was leaking from the IV site at the connection of the secondary tubing. Noted that there was a crack at the secondary tubing clave site. Small amount of fluid leaked on floor. None of the fluid leaked on the pt or staff. Staff confirmed that product was stored properly and believe the crack did not occur while on-site.